Event description:
A respiratory care practitioner (rcp) reported that the "disconnect" alarm on the ventilator sounded for no apparent reason. A few hours later, the nurse paged the rcp because the vent was now alarming "contact service." Patient was venting fine while alarming. The nurse cleared the alarm from the screen. Upon arrival to the unit, the rcp took the patient off the ventilator. Rcp attempted to perform an extended self test (est), but it failed. Patient's condition throughout remained stable. Ventilator was pulled from service. Biomedical engineering follow up: noted error codes 06026, 13018-12-1-001. Noted excessive fluid in collection tube and circuit. Error indicated possible obstruction of flow sensor consistent with gross moisture in the system. Biomed discussed findings with rcp supervisor and supervisor confirmed that the water was excessive and could indeed cause stated problem and subsequent failure of self test. The unit was dried and est was performed and passed. Unit tested and returned to service. Biomedical engineer talked to rcp manager and supervisor about remedial actions for excessive humidity.